Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring broke in the middle on the vasoview hemopro 2. The pa pulled the c-ring back in after observing it was broke in half. It was noted that only one side would retract back into the cannula and they were able to remove the c-ring and cannula without it coming apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.